Event description:
It was reported that after the customer changed his infusion site he experienced low blood glucose levels (45 mg/dl). Customer reported blood glucose levels are now stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.